Event description:
A piece from the sponge fell into the surgical site.

Manufacturer narrative:
The facility reported that a piece of lint from the lap sponge fell into the surgical site. It was retrieved by the surgeon and no serious injury resulted from this incident. Information pertaining to the incident is limited. The facility returned a single two inch piece of thread in a container stating it was from the lap sponge. The lap sponge was not returned. A root cause was not determined. We cannot rule out the possibility that the sponge was damaged by an instrument during the procedure causing the thread to detach.